Event description:
Patient is an ICU patient needing foley catheter. Nurse followed correct procedure for insertion but when injecting only 2 ml it ruptured. Urology department consulted and larger bore foley was inserted. Complete blood count monitored for 12 hrs. Urine was bloody for several days. No further complications.